Event description:
Customer reported an issue with the gas module iii, which may have affected o2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's bench assembly and calibration. Unit was safety tested to factory's specifications.